Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination where the patient made a mistake during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. On the day of the onset of peritonitis, the patient was hospitalized. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies not reported). The patient was hospitalized for eight days before being discharged. At the time of this report, the patient was still being treated with antibiotics. The patient was recovering from peritonitis. It was not reported if the patient was retrained on the proper aseptic techniques. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.